Event description:
Pt reported her needle set popped out whilst infusing and she believes her pump is not working well as it should. Patient stated some medication was lost. She did not tell her md. Pump will be recycled/not available for return. Pump is being replaced. Pt did not miss any doses. Amount of medication loss was minor. No adverse effects due to faulty pump. No further information, details or dates provided. Serial number: (B)(6).